Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cord loop. It was also noted that the ends of the cord loop were frayed. Based on the condition of the returned unit and the description of the event, it is possible that the reported event was caused by an instrument that came in contact with the cord loop. It is possible that the cord loop became frayed due to the manner the event unit was handled during the procedure or was susceptible to breakage as a result of the cord loop manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the string in the retrieval device broke as the device was deployed. The scrub nurse states she saw the surgeon place the device into the port and after deploying the bag, the strings were exposed and the deployment device was removed from the port and then the broken strings came out. The bag was left in the patient until another retrieval device was correctly deployed and then it was removed with the specimen. The faulty device was quarantined and separated. Additional information received via email from [name] on (B)(6) 2023: when asked if the cord was fragmented and/or frayed when it broke, responded they don¿t know as they couldn¿t see the string until it broke. Photo is attached. Intervention: another device deployed and specimen retrieved. Patient status: the patient is fine no injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the string in the retrieval device broke as the device was deployed. The scrub nurse states she saw the surgeon place the device into the port and after deploying the bag, the strings were exposed and the deployment device was removed from the port and then the broken strings came out. The bag was left in the patient until another retrieval device was correctly deployed and then it was removed with the specimen. The faulty device was quarantined and separated. Additional information received via email from [name] on (B)(6) 2023: when asked if the cord was fragmented and/or frayed when it broke, responded they don¿t know as they couldn¿t see the string until it broke. Intervention: another device deployed and specimen retrieved. Patient status: the patient is fine no injury.